Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The alarm was sounding when the unit was powered on due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the alarm on his olympus high flow insufflation unit was sounding when he powered up the unit. According to the initial reporter, this event took place during preparation for a diagnostic procedure. Reportedly, the intended procedure was completed using another device without any negative impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.